Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital after receiving inappropriate shocks. Upon interrogation of the device, it was noted that the shocks were delivered inappropriately as a result of atrial fibrillation with rapid ventricular response. Programming changes were made. The patient was reported to be in good and stable condition.